Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the device interrogation data was not loading and the interrogation was not able to be completed although different programmer was used. There were no patient consequences.